Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: defect : customer reported that bd needles that do not work properly. The needles seem to be blocked, when they are attached to a syringe they don't allow any air/medication through. Material number of needles: we currently have 13 unopened boxes (50 needles/box) of defective needles, but we have had to throw away multiple needles that weren't working properly, that exact amount unknown. Lot number of needles: we've run into this problem on a few separate occasions and with 2 different lot numbers. The first time we experienced the problem was with a case of needles with the lot number 2003405. That time every needle with that lot was defective. This was in (B)(6) of 2022. After that we received more boxes of that same lot number (in (B)(6) of 2022) and we still have 6 boxes of that lot waiting to be returned. Most recently we noticed that a new lot number: 2024138 is giving us the same issue. This time it doesn't seem to be every needle, but about 2/5 are unusable. Is there any adverse event occurred? We had an incident where a patient was given a vaccine with a defective needle and the person administering the shot needed to change the needle and administer the shot a second time due to the needle not working the first time. Are you able to provide specific event date for both batch numbers? There was only one 'adverse event' (above - first question) and that event occurred on friday, july 14th 2023. But we have only been able to avoid those types of events from occurring more often because we have been throwing away multiple needles that we detect as being defective before using on a patient. We have had to toss multiple defective needles. Are you able to identify specific occurrence number for both batch numbers? See above - only one occurrence of 'adverse event' is there any patient harm, injury, or negative outcome that has not already been discussed? See above.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2023. H6: investigation summary three samples from lot 2003405 and three samples from lot 2024138 were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Five samples expelled the solution with a normal flow. One sample from lot 2024138 did not expel the solution; this needle is clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2003405, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 03-jan-2022. D.4. Medical device lot #: 2024138, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 24-jan-2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: defect : customer reported that bd needles that do not work properly. The needles seem to be blocked, when they are attached to a syringe they don't allow any air/medication through. Material number of needles: we currently have 13 unopened boxes (50 needles/box) of defective needles, but we have had to throw away multiple needles that weren't working properly, that exact amount unknown. Lot number of needles: we've run into this problem on a few separate occasions and with 2 different lot numbers. The first time we experienced the problem was with a case of needles with the lot number 2003405. That time every needle with that lot was defective. This was in (B)(6) 2022. After that we received more boxes of that same lot number (in (B)(6) 2022) and we still have 6 boxes of that lot waiting to be returned. Most recently we noticed that a new lot number: 2024138 is giving us the same issue. This time it doesn't seem to be every needle, but about 2/5 are unusable. Is there any adverse event occurred? We had an incident where a patient was given a vaccine with a defective needle and the person administering the shot needed to change the needle and administer the shot a second time due to the needle not working the first time. Are you able to provide specific event date for both batch numbers? There was only one 'adverse event' (above - first question) and that event occurred on (B)(6) 2023. But we have only been able to avoid those types of events from occurring more often because we have been throwing away multiple needles that we detect as being defective before using on a patient. We have had to toss multiple defective needles. Are you able to identify specific occurrence number for both batch numbers? See above, only one occurrence of 'adverse event'. Is there any patient harm, injury, or negative outcome that has not already been discussed? See above.